Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the other manufacturer's right ventricular (rv) lead that is connected to this implantable cardioverter defibrillator (ICD), was exhibiting shock lead impedances (sli) greater than 200 ohms. There is no noise that is reproducible; however, when isometrics were performed, the serial sli shows out of range measurements. A 41 joule (j) shock was given and the triad vector showed measurements greater than 200 ohms, and the rv to can vector ranged from 146-176 ohms. While the rv to right atrial (ra) lead and the ra to can vectors were in the 40's. A 1.1 j shock was given to watch for indications that a new lead may be needed. Multiple impedances were taken and all measurements were in normal range. At this time the physician has decided to use routine follow up. No additional adverse patient effects were reported.